Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had their pump in their back pocket and sat down causing the pump touch screen to become shattered. Additionally, the pump touch screen became unresponsive due to the damage. Customer's blood glucose was 171 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.